Manufacturer narrative:
An event regarding revision due to torn m.c.l (patient factors) post tka involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: insufficient medical records were received for review. Conclusion: it is reported that the patient had to undergo revision due to torn m.c.l (patient factors) post tka. The exact cause of the event could not be determined as insufficient information was provided. Further information such as the x-rays and more detailed operative reports and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient tore m.c.l. Ligament while still in hospital after primary was done.

Manufacturer narrative:
The following other device was also listed in this report: triathlon c-s tibial insert (as reported catalog # 5531-g-); cat# unknown; lot# unknown. Triathlon primary base plate (as reported catalog # 5520-b-); cat# unknown; lot# unknown. Triathlon asymmetric patella (as reported catalog # 5551-l-); cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient tore m. C. L. Ligament while still in hospital after primary was done.